Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion sets bent cannula events on (B)(6) 2026 due to insertion of set into scar tissue. Blood glucose level was 300 mg/dl at the time of the event and patient took manual injection to resolve the issue.